Event description:
Rep reported that the surgeon stated that he had a hard time verifying the correct setting with the certas indicator tool and so they took the patient for an xray. Once in xray, they had a difficult time reading the verification markers on the xray to determine if the valve was set properly. He would like a stonger markers- as he stated "as bright as chpv" so its easy to know the orientation. Device has not been revised. 3/1 clarification from the rep explained that there were no adverse consequences to the patient. The surgeon was eventually able to get the reading he was looking for. Device is still implanted. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a serious injury. Complaint sample not returned.